Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that prior to a routine device replacement procedure, the right atrial lead was interrogated and there were intermittent pacing impedance increases with impedance variance noted on the lead trend data and there was noise on the electrogram. On fluoroscopy, the atrial lead pin could not be seen past the device's set screw; when the old device was removed from the pocket, it was confirmed to have not been inserted fully. The lead was tested using the lead analyzer and all measurements were within normal limits so the lead was connected to the new device. Both the lead and new device remain in use. No patient complications have been reported as a result of this event.